Event description:
Reportedly, during a periodical follow up, it was not possible to interrogate the pacemaker. Reportedly, the patient underwent a cardioversion on top of the device in march.

Manufacturer narrative:
The issue is probably linked to the cardioversion performed on (B)(6) 2022 the reply devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation. Finally, it is important to note: this pacemaker model was designed and approved in accordance with applicable requirements (en45502-2-1: active implantable medical devices, part 2: particular requirements for active implantable medical devices intended to treat bradyarrhythmia (cardiac pacemakers)). The observed event after the external shock delivery is a well known event that may occur on active implantable medical device when it is submitted to a ¿medical treatment during which an electrical current from an external source passes through the patient¿s body¿, as mentioned in the labelling.

Event description:
Reportedly, during a periodical follow up was not possible to interrogate the pacemaker. Reportedly the patient underwent a cardioversion on top of the device in march, which caused the total failure of the system. Therefore no analysis is necessary.